Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue was logged in the device¿s memory. The error code could not be duplicated and the root cause was not established. Proper device operation was observed through functional and performance testing, the device was returned to the customer for service.

Event description:
During routine preventative maintenance testing by stryker, the technician observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no report of patient use associated to the reported event.